Event description:
Motor hose ruptured during surgery. System pressure was reported to be about 120psi. Surgeon complained of loud noise. There was no patient impact. High pressure hose appeared to be kinked near the end of the sound tube.

Manufacturer narrative:
Findings: device evaluation confirmed that the exhaust hose is ruptured on this motor. The rupture site is about 30.5 inches from the motor swivel base. The high-pressure hose connections appear to be intact and there was no other obvious damage noted. The pressure in the exhaust hose must have exceeded the burst strength of the hose. Reason for high pressure is unk. The risks presented by the rupture of the exhaust hose are: a loud noise that may startle the or staff;small fragments of the hose may detach and become airborne; lubricant may enter the patient wound site and/or the or area. The noise form the hose bursting may create a temporary hearing loss or a temporary ringing in the ears condition for the or staff. For the patient, the surgeon may inadvertently nick a nerve or vessel due to becoming startled by the noise of the hose bursting. There is product labeling related to this type of event. The legend pneumatic system IFU on page 3 warns "do not use legend system components if damage is apparent or if components do not run properly. The legend system must be inspected for damage prior to each use. Conduct a visual inspection of the motor's exhaust hose for cracks or tears". In addition, the legend pneumatic system IFU on page 4 instructs as follows: "non-sterile fluid may leak into the surgical site. As a result, measures may be required to protect the patient from infection, per physician's discretion. Also, the legend pneumatic system IFU on page 16 states "caution: do not run a legend motor at an operating pressure below or above the required operating pressure range .... Operating pressure above 120psi (8.3 bar) may damage or reduce the life of the motor."